Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failed to establish final arm angle and opened after deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During deployment, after the lock line was removed, while establishing final arm angle (efaa), the clip opened a bit more than usual. The clip was closed again and an additional efaa was performed; however the clip opened again. The lock line had already been removed and the physician felt the clip was not moving therefore deployment was continued. After deployment, it was noted the clip appeared to open approximately 30-35 degrees. The clip was stable on the leaflets therefore the procedure was completed with the mr reduced to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. A review of the compliant history identified no indication of a lot-specific product issue. Based on information reviewed and without the device to analyze, a definitive cause for the reported unintended movement in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na